Event description:
During manufacturer review of a patient's vns programming history, it was observed that diagnostic data does confirm that a systems diagnostics test was interrupted on (B)(4) 2010, which inadvertently changed the patient's settings to lead test parameters and no final interrogation to verify settings occurred. It was not until (B)(4) 2010, that the settings in question were found and corrected.

Manufacturer narrative:
Analysis of programming history.